Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 146861 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 146861 and test base part number 195-430h / lot 140555r. The lot met the required release specifications. A review of the complaints reported as conflicting patient results (confirmed and unconfirmed, conflicting results) related to kit lot 146861 showed that the complaint rate is (B)(4) for false positive results and (B)(4) for false negative patient results. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab and generated positive results. Repeat testing was performed with the binaxnow¿ covid-19 antigen self test performed on a nasal swab and generated a negative results. The consumer stated had went to the hospital to run another test and waiting on result. The customer confirmed there was no patient harm due to the test results.